Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up. Upon investigation, multiple episodes of noise were observed on the right ventricular (rv) lead. The noise was reproduced in the follow-up through isometric exercises. The sensitivity was reprogrammed to rule out noise from myopotential and electromagnetic interference (emi), but noise was still reproduced in isometric exercises after the changes. The reproducible noise suggested problems with the rv lead. No further changes were made afterwards. The patient experienced dizziness but was otherwise stable.